Manufacturer narrative:
The insulin pump was received with normal operating currents. The pump passed the unexpected restart error test, self test, and the displacement test. However, the insulin pump alarmed compromised force sensor system during the basic occlusion test due to the loose/protruded drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery tests due to the compromised force sensor system alarms. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a broken belt clip slot.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer stated that she was trying to prime the pump when the alarm occurred. Customer stated that insulin was squirting out during the manual prime process. Customer stated that she has a back-up plan, so she will treat. Customer stated that the pump fell out of her pocket in the bathroom, but there was no physical damage. Customer stated that the drive support cap is sticking out and she never pressed the cap while connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer declined troubleshooting for physical damage. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.